Event description:
It was reported that a revision surgery was performed

Manufacturer narrative:
After further investigation, it was determined the product initially reported was not a smith and nephew product.